Manufacturer narrative:
A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with 2 system on the day of there port but one system ad issues. Both had green for the connectivity check. It was reported that the health care provider (hcp) torqued the setscrew. Full impedances were run and everything was between 800-900 ohms. Everything was fine and the patient was closed and sent to recovery. In recovery the battery was able to be found without a problem but out of regulation (oor) was seen on the tablet during programming at a low level. There was no stimulation sensation on the 0-7 lead and impedances on the 0-7 lad showed as >40,000 ohms. It was confirmed that the 8-15 lead showed green. The patient was brought back into surgery within 45 minutes and the pocket was opened to find both leads were seated in the generator. The hcp loosened the 0-7 setscrew with 2 little turns, reseated the setscrew, and then connectivity showed green. The setscrew was re-torqued down and impedances were perfect again. The hcp barely touched the lead and it slide out of the ins. The hcp then gingerly touched the 8-15 lead and it slide out on its own as well. The leads were switched in the ports, torques down, and impedances showed as in normal range but as soon as the hcp minimally touched the leads they both slid out again. It was reported that the implantable neurostimulator (ins) had been removed after it was implanted because the health care provider (hcp) found out there was an issue with the header. A new ins was used to replace the device that had the issue with the setscrew properly seating into the lead. The rest of the products remained unchanged. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) nme713842h found that the stimulator set screw was backed out too far. The set screw in ins port number 2 was not aligned to the threaded hole. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.